Event description:
Tandem cuff artificial urinary sphincter placed in 2009, pt with persistent stress urinary incontinence since that time. Cuff improved leakage, but stress incontinence and drippage persists.